Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure; when the surgeon used the stapler, one side of the stapler misfired and only released one row of staples instead of two. It is not known how the procedure was completed. There were no adverse patient consequences reported.